Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 432-433 mg/dl; cause was not known. Reportedly, customer called diabetes educator for diabetes management advice. Customer was given new insulin ratios by diabetes educator to input into pump's personal profile settings to address bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.